Event description:
A ventilator was returned to the manufacturer for service due to service required code. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's front panel board was replaced to address the issue.